Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the burr become stuck in the lesion. The 70% stenosed, 3mm in length target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 1.50mm rotalink plus was advanced to the lesion against resistance. The first ablation was successfully completed. On the second ablation, at a speed of 170,000 rpm's the burr become stuck in the lesion and physician was unable to remove the device when in dynaglide mode. It was noted that there was blood reflux in the burr. Actions taken to remove the burr are unknown. The procedure was competed with another if the same device. The device was removed from the patient intact. No patient complication were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the burr become stuck in the lesion. The 70% stenosed, 3mm in length target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 1.50mm rotalink plus was advanced to the lesion against resistance. The first ablation was successfully completed. On the second ablation, at a speed of 170,000 rpm's the burr become stuck in the lesion and physician was unable to remove the device when in dynaglide mode. It was noted that there was blood reflux in the burr. Actions taken to remove the burr are unknown. The procedure was competed with another if the same device. The device was removed from the patient intact. No patient complication were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that upon return the catheter body was dismantled from the plus unit and was replaced back on with no difficulty. No issues were noted with the unit's handshake connection and no issues were noted when loading a test guide wire into the device. The rotablator plus was wet tested and was within specification the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The dfu states "always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system." (B)(4).

Manufacturer narrative:
(B)(4).